Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed lost sensor and hasn't been able to regain communication with the sensor. Troubleshooting was performed. Customer's blood glucose level was 280 mg/dl, treated with a bolus. No new transmitter and transmitter ID is correct. Customer is not using soft sensor and calling back after waiting two hours. Customer was instructed to select "find lost sensor." The sensor is inserted right side of the navel. The sensor was fully inserted. Customer stated the radio frequency was established with the sensor and the insulin pump. Customer was advised to inspect the transmitters' connector bridges, no damage noted. Ran test plug test and transmitter functioned correctly. Customer was advised the transmitter is really old and should get a new one. No further information reported.